Event description:
It was reported that the pacer was dropped and incurred damage. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the high rate cover, side bail covers, side bails and ring were missing, and the upper case, lower case and ring cover were broken. It was also noted that one control knob was broken, the main printed circuit board was scratched, and the interconnect flex was creased.